Manufacturer narrative:
Correction: section b5: the valve in valve was performed approximately 4 years and 8 months post implant and not 3 years and 7-months post implant, as previously stated. Additional information b7 and h10.  Section h10:  a design history record (DHR) performed revealed no issues that may have contributed to the complaint event. The valve was not returned to edwards lifesciences, as it remains implanted in the patient. Additional information provided by the hospital medical records indicated that approximately 4 years and 8 months post implant of a 23mm sapien valve in the aortic position, the patient was admitted to the hospital for progressive dyspnea on exertion decreasing endurance and congestive heart failure symptoms.  Tte showed the patient had thickened leaflets with mixed severe aortic stenosis, aortic insufficiency, a mean gradient of 40mmhg, an ava of .95cm2 and mild-moderate central regurgitation. Three days after admission the patient received a second valve.   Echo showed no aortic valve prosthetic regurgitation and a mean gradient of 13mmhg. On pod3 the patient was discharged in stable condition. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.   Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation.   In this case, the cause of the valve stenosis and central ai 4 years and 8 months post procedure cannot be confirmed but may be related to the patient¿s co-morbidities (renal insufficiency, pre-existing valvular disease).   The central ai was likely caused by the valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 4 years and 8 months post implant of a 23 mm sapien valve, the patient underwent a valve in valve procedure and received a 23 mm sapien 3 valve due to aortic insufficiency (ai).